Event description:
Same case as MDR ID# 2134265-2014-02684. (B)(4) clinical study. It was reported that during a stenting treatment procedure, stent migration occurred. A 75% stenosis in ostial proximal right coronary artery (rca) was treated with cutting balloon angioplasty and placement of two 3.0x8mm promus premier stents and a 3.0x12mm promus stent resulting in 0% residual stenosis. The first two 3.0x8 mm promus premier stents which were placed at the ostium of rca migrated back into the vessel after placement, however the 3.0x12 mm promus stent was successfully deployed in place using a mailman buddy wire. The two promus premier stents were left in place. No patient complications were reported and the patient¿s status is stable. In addition, the 80% stenosis in the mid left anterior descending artery was treated with a 2.5x16 mm promus element stent resulting in 0% residual stenosis.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).